Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual examination of the returned product identified signs of repeated use (nicks/scratches) and the device has fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Lot was in the field for approximately six years and eleven months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the tibial implant impactor broke will using to implant the tibia. There was no adverse event to the patient. Attempts have been made, but no further information is available at the time of this report.